Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. (B)(4).

Event description:
The customer reported via phone call that there was fluid under the lcd display. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.